Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 11 months, an inappropriate shock delivery was reported. This lead was explanted and there were no other adverse events reported.